Event description:
During the saphenous vein harvesting procedure, the c-ring cradle on the cannula appears to be opened too wide. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.